Event description:
It was reported that the patient underwent a lumbar laminectomy, redecompression and fusion l4-l5 and l5-s1 via tlif using interbody devices, rhbmp-2/acs, and resorbable ceramic granules. (B)(6) days post-op, an MRI demonstrated the right s1 root displaced posteriorly, unclear etiology, susceptibility artifact. Imaging reveals facet fluid on the right at l3-l4, a lucency at the right l5 pedicle screw with a bright signal intensity on t 2 axials. The cage is not countersunk and is considered proud. (B)(6) days post-op, a CT scan reveals l5-s1 bilateral facet arthropathy causing moderate right and mild left neuroforamenal narrowing, no significant spinal stenosis, and post surgical changes. Imaging reveals at l4-l5 a soft tissue density with the right cage proud and not countersunk. At l5-s1 there is bone in the right neuroforamen. (B)(6) days post-op, a CT of l4-l5 right shows a soft tissue density causing moderate narrowing of the right neuroforamen which may "represent epidural fibrosis." No significant spinal stenosis. Mild narrowing of right neuroforamen from osteophyte formation. There is bone in the neuroforamen at l5-s1. (B)(6) days post-op, the patient presented for pre-op h<(>&<)>p which indicated 30% back and 70% right leg complaints. Patient can heel and toe walk on physical exam, ankle reflexes were diminished on the right. (B)(6) days post-op, the patient underwent surgical reexploration, removal of the right instrumentation, redecompression l4-l5 and l5-s1. Operative notes describes overgrowth of bone around some pedicle screws, and also the bony overgrowth was "freed up." (B)(6) days after the revision surgery, the patient was not doing well per follow-up nurses notes. Records describe constant pain (B)(6). (B)(6) days post-op, the patient had difficulty urinating, and right leg parenthesis and MRI reveals edema of paraspinous soft tissue (from the approach) and fluid at the surgical site. Post surgical vs. Infection is considered. Imaging reveals fluid in the tract of the removed l5 pedicle screw. (B)(6) days post-op, the patient had epidural steroid injections l4-l5 and l5-s1 with the patient complaining of 10/10 pain in the right leg. (B)(6) days post-op, MRI shows right neuroforamenal narrowing at the l5 pedicle screw. (B)(6) days post-op, the patient underwent another revision surgery at l4-l5 and l5-s1 including decompression for radiculitis and recurrent stenosis. Op notes indicate new recurrent bone formation in the foramen causing stenosis and symptoms. (B)(6) days after the revision surgery, imaging indicated right neuroforamenal stenosis at l4-l5 and l5-s1. (B)(6) days post-op, the patient had a caudal esi. (B)(6) days post-op, medical records note of right foot burning on bottom, 10/10 pain. Radiculitis and dysesthesia. (B)(6) days post-op, a CT scan reveals some stenosis at l3-l4 in the right neuroforamen, mild l4-l5 right epidural soft tissue density (scar) and l5-s1 right epidural fibrosis. All bone gone in right neuroforamen. (B)(6) days post-op, medical records indicate the patient "has bony regrowth at l4-l5 as well as scaring at both levels." (B)(6) days post-op, the patient underwent a surgical revision decompression l4-l5 and l5-s1 and pedicle excision at l5 right. (B)(6) days after the revision, the patient underwent another surgery to place a trial spinal cord stimulation (scs). (B)(6) days later, the patient underwent another surgery to place a permanent scs. (B)(6) days post-op, the patient underwent a I <(>&<)>d procedure for infection of scs. (B)(6) days later, the patient underwent another surgery to remove the scs due to infection. (B)(6) days after the scs removal procedure, an MRI noted severe right neuroforamenal stenosis at l4-l5 and l5-s1 on the right. (B)(6) days after the removal of the scs, the patient underwent a surgery to attempt a new scs lead placement. (B)(6) days later, the patient underwent another surgery for the permanent scs placement. (B)(6) days after the scs placement, the patient underwent t9-t10 lami for the scs.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: right l4-5, l5-s1 re-exploration laminotomy discectomies, foraminotomies. L4-5, l5-s1 transforaminal lumbar interbody fusion with interbody cage at l4-5 and cage at l5-s1. L4-5 posterior spinal fusion with arx instrumentation. Local autograft augmented by rhbmp-2 and bone graft. Preoperative diagnosis: recurrent disc herniation, spinal stenosis radiculopathy. Preoperative diagnosis: "after debriding the disc space fully, I irrigated with antibiotic saline and impacted in bone graft combined with one and a half rhbmp-2 soaked sponges as well as local autograft and then followed that with a 12mm cage with half of an inch rhbmp-2 soaked sponge in that after debriding the disc space extensively and curettaging with the endplates, we irrigated with antibiotic saline and then once again I impacted in bone graft with local autograft with two rhbmp-2 soaked sponges. It did appear as if there was some satisfactory anterior protrusion of the screw. I now proceeded to graft the area with four rhbmp-2 soaked sponges wrapped with morsellized local autograft as well as the remaining bone graft. The rods were then once again chose and anchored down to the screws to full torque strength." On (B)(6) 2009 the patient underwent: removal of instrumentation, right l4-5, l5-s1, re-exploration laminotomy foraminotomies. Preoperative diagnosis: spinal stenosis, previous spinal fusion. On (B)(6) 2010 the patient underwent l4-5 and l5-s1 right re-exploration laminotomy foraminotomy, image guidance. Preoperative diagnosis: lumbar radiculitis, recurrent spinal stenosis. On (B)(6) 2010 the patient underwent re-exploration, right l4-5 laminotomy foraminotomy, excision of right l5 pedicle possible re-exploration of the l5-s1 with image guidance. Preoperative diagnosis: lumbar radiculitis, recurrent stenosis. The patient underwent CT scan which showed bony growth of the l4-5 foramen as well as significant epidural scarring at both levels. On (B)(6) 2011 the patient underwent: trial spinal cord simulator placement under fluoroscopy. Fluoroscopic guidance of catheter placement. Preoperative diagnosis: failed back syndrome. Lumbar radiculopathy. Lumbar herniated nucleus pulposus. Lumbar degenerative disc disease. Status post multiple back surgeries. On (B)(6) 2011 the patient underwent: permanent spinal cord stimulator lead placement x2 under fluoroscopy. Spinal cord stimulator generator placement. Preoperative diagnosis: lumbago. Right lumbar radiculopathy. Lumbar herniated nucleus pulposus. Status post multiple lower back surgeries. Failed back syndrome.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #7510200 lot #m110703aaf and part #7510600 lot #m110610aal . Expiration date for lot# m110703aaf is 09/01/2010. Expiration date for lot# m110610aal is 04/01/2010. Resorbable ceramic granules, peek interbody device. Manufacture date for lot# m110703aaf is 07/01/2008. Manufacture date for lot# m110610aal is 07/01/2008. (B)(6) 2008 MRI verifies normal alignment with degenerative discs l4 and l5 with posterior bulging without stenosis. (B)(6) month post-op MRI shows tlif at l4-l5-s1 with screws in good position. Some bone loss noted behind tlif spacer on the right and in left anterior l4 body. (B)(6) CT scan shows good left posterolateral interbody fusions l4-l5-s1. Rods in right have been removed with screws. Posterolateral heterotopic bone dorsal to screws in paraspinal muscles on left. No bone in canal. (B)(6) CT shows some heterotopic bone in area and trajectory of capstone insertion. No nerve compression verified. (B)(6) CT solid fusions interbody and left posterolateral. Spin off pl fusion projects posteriorly . No canal encroachment or foraminal narrowing.

Event description:
It was reported that the patient underwent an l4-l5-s1 spinal fusion using rhbmp-2/acs. Over an unknown period post-operatively, the patient required "at least 3" re-explorations of the original fusion reportedly related to bone overgrowth and spinal cord compression. The patient has also undergone several additional medical and surgical treatments for the symptoms. Reportedly, the patient continues to have chronic pain, disability and an inability to resume work and activities of daily living.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Implant date (B)(6) 2006. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.